Event description:
This lead was implanted on (B)(6) 1998 and was explanted on (B)(6) 2013 due to impedance issues. The physician was dr. (B)(6) at (B)(6) medical center in ogden, ut. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).